Event description:
Product returned due to intermittent on/off switch function. Note: event date is date reported to manufacturer.

Manufacturer narrative:
The 510 (k) date is for first fr2 product marketed. Report is being filed as it cannot be concluded that reoccurrence would not result in adverse event.